Manufacturer narrative:
Block b3: exact date unknown, event occurred a few days prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient fell and the incision site slightly opened. The patient was initially scheduled for a pocket revision, however during the procedure, infection was noted on the ipg and lead site. The physician believed that the infection was not device related. The patient underwent an explant procedure wherein all device components were removed and discarded by the medical facility. The patient was then referred to infectious disease for antibiotic treatment.